Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 761613) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included toe injury, nephelopia transient, swelling of feet, knee pain, hemorrhoids, herpes simplex type ii, vaginal yeast, frontal headache, otitis and hemorrhoids. Previously administered products included for an unreported indication: mirena from 2007 to (B)(6) 2021, norco and morphine. Concurrent conditions included shoulder pain, hangover effect, stomach pain, nausea, dizzy, abdominal pain, rash on face, cough, wheezing, congestion nasal, facial swelling, bowel sounds abnormal, exposure to sexually transmitted disease, bacterial vaginosis, candida infection, gonorrhea, chlamydial infection, dermoid cyst of ovary, urti and bronchitis. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011 for pelvic pain, antibiotics and steroid antibacterials for rash on face as well as ammonium chloride;dextromethorphan hydrobromide;sodium citrate (cheratussin), azithromycin, benzonatate, fluconazole (diflucan), prednisone and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On an unknown date, the patient experienced genital hemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder/ urinary tract problems"), bladder disorder ("bladder/ urinary tract problems") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal discharge, urinary tract disorder and bladder disorder had resolved, the genital hemorrhage, vaginal hemorrhage, depression, anxiety and post procedural complication outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital hemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, vaginal discharge and vaginal hemorrhage to be related to essure. The reporter commented: as per pfs essure insertion date is - (B)(6) 2011 (discrepancy noted). Discrepancy noted as - patient didn¿t underwent essure confirmation test. She was planning for essure removal. 3 coils. Received treatment for bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 761613. Manufacture date: 2010-07. Expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: medical record received: reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included toe injury, nephelopia transient, swelling of feet, knee pain, hemorrhoids, herpes simplex type ii, vaginal yeast, frontal headache, otitis and hemorrhoids. Previously administered products included for an unreported indication: mirena from 2007 to (B)(6) 2021, norco and morphine. Concurrent conditions included shoulder pain, hangover effect, stomach pain, nausea, dizzy, abdominal pain, rash on face, cough, wheezing, congestion nasal, facial swelling, bowel sounds abnormal, exposure to sexually transmitted disease, bacterial vaginosis, candida infection, gonorrhea, chlamydial infection, dermoid cyst of ovary, urti and bronchitis. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011 for pelvic pain, antibiotics and steroid antibacterials for rash on face as well as ammonium chloride;dextromethorphan hydrobromide;sodium citrate (cheratussin), azithromycin, benzonatate, fluconazole (diflucan), prednisone and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder/ urinary tract problems"), bladder disorder ("bladder/ urinary tract problems") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal discharge, urinary tract disorder and bladder disorder had resolved, the genital haemorrhage, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs essure insertion date is - (B)(6) 2011 (discrepancy noted) discrepancy noted as - patient didn¿t underwent essure confirmation test. She was planning for essure removal. 3 coils received treatment for bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 761613, manufacture date: 2010-07, expiration date: 2013-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included toe injury, nephelopia transient, swelling of feet, knee pain, hemorrhoids, herpes simplex type ii, vaginal yeast, frontal headache and otitis. Previously administered products included for an unreported indication: mirena from 2007 to (B)(6) 2020, norco and morphine. Concurrent conditions included musculoskeletal pain, hangover effect, stomach pain, nausea, dizzy, abdominal pain, rash on face, cough, wheezing, congestion nasal, facial swelling, bowel sounds abnormal, exposure to sexually transmitted disease, bacterial vaginosis, candida infection, gonorrhea, chlamydial infection, dermoid cyst of ovary, urti and bronchitis. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011 for pelvic pain, antibiotics and steroid antibacterials for rash on face as well as ammonium chloride;dextromethorphan hydrobromide;sodium citrate (cheratussin), azithromycin, benzonatate, fluconazole (diflucan), prednisone and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder/ urinary tract problems"), bladder disorder ("bladder/ urinary tract problems") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal discharge, urinary tract disorder and bladder disorder had resolved, the genital haemorrhage, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs essure insertion date is - (B)(6) 2011 (discrepancy noted) discrepancy noted as - patient didn¿t underwent essure confirmation test. She was planning for essure removal. 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 761613, manufacture date: 2010-07, expiration date: 2013-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received events "post procedural complication, bladder/ urinary problems " were added. Outcome of events "pain, bleeding, bladder/ urinary problems " were updated as recovered. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included toe injury, nephelopia transient, swelling of feet, knee pain, hemorrhoids, herpes simplex type ii, vaginal yeast and frontal headache. Previously administered products included for an unreported indication: mirena from 2007 to (B)(6) 2020, norco and morphine. Concurrent conditions included musculoskeletal pain, hangover effect, stomach pain, nausea, dizzy, abdominal pain, rash on face, cough, wheezing, congestion nasal, facial swelling, bowel sounds abnormal, exposure to sexually transmitted disease, bacterial vaginosis, candida infection, gonorrhea, chlamydial infection, dermoid cyst of ovary, urti and bronchitis. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011 for pelvic pain, antibiotics and steroid antibacterials for rash on face as well as ammonium chloride;dextromethorphan hydrobromide;sodium citrate (cheratussin), azithromycin, benzonatate, fluconazole (diflucan), prednisone and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs essure insertion date is - (B)(6) 2011 (discrepancy noted). Discrepancy noted as - patient didn¿t underwent essure confirmation test. She was planning for essure removal. 3 coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 761613, manufacture date: 2010-07, & expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received- removal details added. Patient detail was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included toe injury, nephelopia transient, swelling of feet, knee pain, hemorrhoids, herpes simplex type ii, vaginal yeast, frontal headache and otitis. Previously administered products included for an unreported indication: mirena from 2007 to (B)(6) 2020, norco and morphine. Concurrent conditions included musculoskeletal pain, hangover effect, stomach pain, nausea, dizzy, abdominal pain, rash on face, cough, wheezing, congestion nasal, facial swelling, bowel sounds abnormal, exposure to sexually transmitted disease, bacterial vaginosis, candida infection, gonorrhea, chlamydial infection, dermoid cyst of ovary, urti and bronchitis. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011 for pelvic pain, antibiotics and steroid antibacterials for rash on face as well as ammonium chloride;dextromethorphan hydrobromide;sodium citrate (cheratussin), azithromycin, benzonatate, fluconazole (diflucan), prednisone and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs essure insertion date is - (B)(6) 2011 (discrepancy noted). Discrepancy noted as - patient didn¿t underwent essure confirmation test. She was planning for essure removal. 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 761613, manufacture date: 2010-07, expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: pfs received event " vaginal discharge" was added. Outcome of event "pain" was updated as recovering. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included toe injury, nephelopia transient, swelling of feet, knee pain, hemorrhoids, herpes simplex type ii, vaginal yeast and frontal headache. Previously administered products included for an unreported indication: mirena from 2007 to (B)(6) 2020, norco and morphine. Concurrent conditions included musculoskeletal pain, hangover effect, stomach pain, nausea, dizzy, abdominal pain, rash on face, cough, wheezing, congestion nasal, facial swelling, bowel sounds abnormal, exposure to sexually transmitted disease, bacterial vaginosis, candida infection, gonorrhea, chlamydial infection, dermoid cyst of ovary, urti and bronchitis. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011 for pelvic pain, antibiotics and steroid antibacterials for rash on face as well as ammonium chloride;dextromethorphan hydrobromide;sodium citrate (cheratussin), azithromycin, benzonatate, fluconazole (diflucan), prednisone and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs essure insertion date is (B)(6) 2011 (discrepancy noted) discrepancy noted as - patient didn¿t underwent essure confirmation test. She was planning for essure removal. 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 761613 manufacture date: 2010-07 expiration date: 2013-07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.